Event description:
While attempting to monitor a pt (age and gender unknown), the device was unable to obtain an ECG signal. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt, due to the reprted malfunction.